Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Additional details have been requested but are not available, if additional information becomes available, a follow-up report will be submitted. (B)(4).

Event description:
Complaint received from a nurse reporting that several months ago a patient in their facility that had a flexi-seal device in use for approximately three (3)-five (5) days developed a fissure. The patient was discharged from hospital and it is to her understanding that the patient is fine. No further patient/event information was reported.